Manufacturer narrative:
Per the user guide: it is very important to set the current time and date accurately to ensure safe insulin delivery. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent issues with the pump site change reminder not declaring on the proper date. During trouble shooting with tandem technical support, the pump am/pm time was found to have been reversed and was the cause of the site reminder issue. Blood glucose was 220 mg/dl. The customer corrected the am/pm time.